Manufacturer narrative:
Additional information was provided in section b5 describe event or problem upon receipt at our post market quality assurance laboratory, the faradrive sheath was analyzed. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during the atrial fibrillation ablation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was leaking air through the hemostatic valve. The procedure was completed successfully by using the same device. No patient complications have been reported. The sheath has been received for analysis. It was further reported that air was seen after sheath was inserted into the patient during aspiration. Guidewire was protruded slightly out of catheter. Air was leaking from hemostatic valve. Pressure saline bag was used for irrigation. No fluid leak or air in patient seen.

Event description:
It was reported that during the atrial fibrillation ablation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was leaking air through the hemostatic valve. The procedure was completed successfully by using the same device. No patient complications have been reported. The sheath has been received for analysis.